Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced intermittent charging issues. Reportedly, customer stated that the usb cable and wall adapter would no longer charge the pump battery. There was no reported impact to customer's blood glucose level. Replacement cable and adapter were sent to the customer.